Event description:
It was reported that when the patient would lean back on the device on a chair he felt it shut off and if he manipulated the battery it would turn back on. The patient met with the manufacturer representative and was unable to reproduce the issue at that time. The impedance was checked and no out of range parameters noted. There was no patient injury or adverse event. The patient will be seeing his physician in two weeks to see if this was still occurring. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient's lead had migrated laterally. The patient's same lead was repositioned with good results. It was noted x-rays were performed during the procedure. The patient was not receiving optimal therapy. The patient was hospitalized for one night. It was noted the patient was doing "very well" and getting "good" results with the new placement.

Manufacturer narrative:
Product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead; product ID: 37744, serial#: (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).